Event description:
It was reported that the right atrial (ra) lead had an increase in thresholds. The lead was revised and remains in use. No patient c omplications have been reported as a result of this event.